Event description:
During prep, the outback needle was actuated, but could not be retracted fully. The device was not used clinically, and another outback was prepped and used with success. The device was flushed once with heparinized saline, but not flushed again after a 30 second interval as per the IFU. It is unknown if the device was held in a straight orientation without slack during prep. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.